Event description:
It was reported during a case, the micro drill medium straight attachment was getting hot. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The event of the device overheating was not confirmed because the product was not received for evaluation. The device has not been received by the manufacturer for device evaluation.

Event description:
It was reported during a case, the micro drill medium straight attachment was getting hot. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.